Event description:
It was reported by the end user developed circumferential peristomal redness along with slight itching under the white tape collar of the skin barrier. The redness and itching has persisted for more than 6 months. The end user was advised to apply an over-the-counter antifungal powder to the area prior to the application of the skin barrier. The end user saw his doctor on (B)(6) 2015 who prescribed a prescription strength steroid cream be applied to the affected area. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional details have been provided to date. Should additional information become available a follow-up report will be submitted.